Event description:
It was reported that during a bowel procedure the surgeon used the instrument with a reload. The surgeon stated that the staple line did not hold. The case was completed using sutures. There was no consequence to the pt.